Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown) in cardiac arrest, the device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.